Event description:
It was reported that on (B)(6) 2012 atrial noise was observed via a merlin. Net transmission. On (B)(6) 2012 the lead exhibited a high capture threshold and less than 200 ohms impedance when tested in clinic. Lead replacement has been scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned cut into two pieces at 12.8 cm from the connector pin and 34.8 cm from the distal tip. Final analysis found that the proximal insulation was abraded at 26.8 - 27.7 cm, 26.4 - 27.2 cm and 14.8 - 15.4 cm from the distal tip. The proximal coil was exposed in the same areas, due to friction with another device. The abrasion and exposure of the coils would account for the reported noise problem..